Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14/sep/2018. Philips fse (field service engineer) confirmed the reported problem and confirmed the battery needed to be replaced. The fse replaced the battery and the device subsequently passed performance testing.

Event description:
It was reported that there was an issue with the output voltage of the battery. There was no patient or user harm reported. The event date was not specified; estimate used.